Event description:
The customer reported that "a complaint was received from a parent we recently discharged from the tcc in regards to the suction catheters we sent home with the family. The 8 fr catheters were about a 1 cm longer than the markings on the catheter indicated. "

Manufacturer narrative:
(B)(4) results of investigation: a sample was not available for evaluation. In previous complaints for this same issue, the reported problem could be confirmed. The lot number y09n0303 device history was reviewed, and no issues were identified. The subassemblies that go into this lot were also evaluated, specifically the suction catheter components. Review of the manufacturing process identified several catheters that had depth markings that were off by 0.5 cm to .75 cm in both directions. The depth markings were found shifted to the inside and outside of the catheter. As a result, all material in the plant were re-inspected 100%. A quality impact evaluation was developed to release already manufactured material. (B)(4). Additionally, factors were identified during the extrusion process that could contribute to this issue. An internal investigation was conducted at the manufacturing facility in order to determine the root cause of the issue reported. Complaint identified for submission as an MDR following a retrospective review of (B)(4) self-manufactured complaints under CAPA (B)(4).